Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During gamma3 surgery, u-blade lag screw connector was broken in two at black marker portion when inserting a u-blade using u-blade inserter. The broken connector was completely removed from the patient.

Event description:
During gamma3 surgery, u-blade lag screw connector was broken in two at black marker portion when inserting a u-blade using u-blade inserter. The broken connector was completely removed from the patient.

Manufacturer narrative:
The reported event that u-blade lag screw connector gamma3® was alleged of instruments - broken, deformed, worn or scratched could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling. The device inspection revealed the following: appearance of the breakage surfaces in combination with slightly oblique fracture line indicates that the device broke in a forced brittle manner due to disproportional force and/or bending stresses by levering the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.